Event description:
The injection caused my right knee to swell 3 times the normal size. I had to have it drained 3 times in 1 wk because of this reaction. Now I suffer with continuous pain everyday, having to take ibuprofen to give me some comfort. We are not sure when I will be free of this discomfort. (B)(6).